Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was smoke coming from the unicel dxc 600 synchron system (dxc 600). Customer reported that sparks were not seen. Customer reported that the customer's engineering department removed the power plugs from the wall. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they found the powervar uninterrupted power supply(ups) was the cause of the smoke. Customer reported that they booted the dxc 600, loaded reagents, and verified operation with calibration, quality control (qc) and a patient run.